Manufacturer narrative:
Other, other text: additional information: received information indicating date of event and patient's initial, date of birth and gender. Fields updated: a1-3, b3. Device evaluation summary: one cadd legacy pump was returned for analysis. Review of device history log did not find the reported event in the history. There were high pressure messages in the history. During functional testing, the reported event could not be duplicated. Problem source could not be identified.

Event description:
Information was received that this smiths medical cadd legacy 1 pump exhibited no disposable, clamp tubing alarm. No reported adverse effect.